Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user perceived the ilet was delivering too much insulin, with rapid postprandial glucose declines after unannounced meals, leading to an emergency room visit; the user remained on dexcom g7 and later resumed ilet use, and education was provided on meal announcements and hypoglycemia treatment, with additional training scheduled. Symptoms included anxiety related to perceived hypoglycemia, with lowest reported glucose of 80 mg/dl and no loss of consciousness, seizure, or other acute clinical effects. Outcomes included an ER evaluation without admission, no treatment administered, and recovery with continued ilet use. Investigation included review of device data and user reports, assessment of alerts, and user re-education with plan for further training. Investigation of this case revealed no device malfunction and suggested algorithm maladaptation due to missed meal announcements, resulting in corrective dosing patterns and perceived over-delivery. It was concluded, based on previously established findings for similar reports, that user technique and therapy management, specifically missed meal announcements and overcorrection practices, were the primary contributors.